Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the control knob for CPAP, off, vent-stuck. Will not go to CPAP. Demand vent button stuck and unit cycles in the off position. There was no additional information provided.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source was user interface as impact damage was found. DHR review was done, no issues related to the original complaint were found.